Event description:
The customer stated that the display was blank. Troubleshooting was performed and the device remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display due to a corroded battery cap contact.